Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The distal aorta was 14x13mm and 75% calcified. It was reported that after the main body was implanted and touch-up was carried out by using a kissing balloon, final angiography showed type ib endoleak at distal side of ipsilateral limb. Another limb was added and kissing ballooning was carried out for the terminal aorta. At this point, type ib endoleak had resolved by implanting additional contralateral limb and ballooning. Since blood flow of contralateral side (left) was slightly delayed, the true lumen was checked by dynamic CT. Both sides were confirmed to have patency. Post-operative follow-up showed no issue with both api > 1.0. One month post index procedure, the patient visited the hospital because they felt pain in the left leg and it was aggravated. An occlusion was confirmed nearby upper side of the terminal by test. The occlusion extended into the bifurcate. On the same date, urgent operation was carried out with fogarty for thrombectomy, and another manufacturer¿s stent 4mm was lined nearby the terminal of inside of the contra limb. Right after the operation, api was 0.9. The physician is monitoring the patient. No additional clinical sequelae were reported. The physician commented that right after initial implant of stent graft, it was checked by dynamic CT, and it was expected to have no issue for one month after the initial evar. The narrow diameter with severe calcification will require meticulous care from now on. Per the physician, the event is patient related. The physician commented that the case of severely calcified small terminal aorta like this should be carefully done.

Manufacturer narrative:
(B)(4).